Manufacturer narrative:
External and internal visual inspections of unit revealed frayed/wires on the right angle cable. During the investigation, visual inspection revealed that the power extension connector was properly seated in the connector cover. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using returned 4g gsm modem. Returned power supply was directly connected to the back of the unit for final testing due to the condition of the returned cable. Unit passed all portions of diagnostic test (reference attached diagnostic test results). No additional complaint is required. The cause of the problem was determined to be frayed right angle cable - confirmed.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported frayed wires of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.